Manufacturer narrative:
Approximate age of device (age of device:1 year, 10 months). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the emergency department with crushing chest pain that radiated to the back and was diaphoretic. The patient reported pain above the driveline site where there was a palpable lump, just smaller than a walnut. There was no redness or discharge. The patient was admitted for a driveline infection. The patient was scheduled for a CT scan to r/o aortic dissection. The patients bp map was 85mmhg. Log file analysis showed 212 pi events over a course of 5 days. No additional information was provided.

Manufacturer narrative:
A direct correlation between heartmate ii left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The submitted system controller log files captured the pump functioning as intended above the low speed limit with no atypical alarms. The patient remains ongoing and no further related issues have been reported at this time. The heartmate ii lvas instruction for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document also outlines all pump parameters, including pump power, flow, and pulsatility index (pi). This IFU, as well as the heartmate ii lvas patient handbook, provide information regarding how to prevent infection, including exit site treatment.